Event description:
Hosp reports defib pads placed on pt for open heart surgery. During defibrillation an audible poping noise was heard. The pads allegedly would no longer function. At end of procedure the pads on right chest showed a burned area. The wire had been burned off the pad. Pt expired- no felt to be related to event.

Manufacturer narrative:
Results of investigation: co was unable to obtain the pad for analysis. Based on the comments of the hp ce who was able to take a look at it, the wire appeared to have been pulled away from the conducting layer in the pad, but not pulled completely out of the pad itself. It then appeared to have arced during a discharge, making it appear to have "burned off" the pad. There were black smudges, but no obvious melting when the pad was later examined. Co concludes the wire on the pad was subjected to a pull greater than expected and separated from the pad's conductor.